Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation, as part of a clinical study, with two 700cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with left breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. During surgery, it was discovered that the right breast implant was also ruptured. Subsequently, the implants were replaced with two 750cc mentor memorygel breast implant (catalog: 3507501bc). This medwatch form is for the right breast prosthesis. Left breast implant rupture was reported under mrn: 1645337-2022-02799.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On april 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 700cc breast implant was found to be ruptured and received in two parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.